Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump history was not logging the accurate data. There was no reported impact to the customer's blood glucose level. The pump data was reviewed and it was found that the pump data was accurate; however, the customer did acknowledge this information. Reportedly, the customer continued to use the pump for insulin therapy.